Event description:
Additional information received indicated that the lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found clavicular crush damage at the middle region of the lead, damaging the outer insulation. X-ray examination was performed, and no anomalies were noted at the connector or helix region. Examination of the clavicular crush region showed that the inner coil was normal. The reported event of noise was confirmed, and the cause of the was due to the clavicular crush damage of the outer insulation at the middle region of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of oversensing due to noise noted on the right ventricular (rv) and right atrial (ra) leads. There was also a loss of capture noted on the rv lead. Lead provocative testing was performed and the noise was unable to be reproduced. No intervention has been performed at this time and the patient was stable with no consequences. Related manufacturer report number: 2017865-2019-14846.